Manufacturer narrative:
Customer unable to provide consumable lot information for products installed on device at the time of the incident. Investigation in process.

Event description:
On (B)(6) 2019: discrepant na patient results between nova phox ultra analyzer and laboratory reference analyzer.